Manufacturer narrative:
Argus case (B)(4).

Event description:
Suicide attempt. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of suicide attempt in a (B)(6) female patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet (batch number nl4f, expiry date unknown) for an unknown indication. On an unknown date, the patient started japanese polident for partials (polident for partials with taed) (oral) 3 dosage form(s) single dose (3 dosage form(s) daily). On an unknown date, an unknown time after starting japanese polident for partials (polident for partials with taed), the patient experienced suicide attempt (serious criteria gsk medically significant) and intentional product misuse. On an unknown date, the outcome of the suicide attempt and intentional product misuse were unknown. It was unknown if the reporter considered the suicide attempt to be related to japanese polident for partials (polident for partials with taed). Additional details: the patient ate 3 tablets of japanese polident for partials (polident for partials with taed) to attempt suicide. No abnormality was noted as of the report. No further information is expected.